Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure in the right renal artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, after placing 12 coils in the aneurysm, the physician attempted to place another coil; however, the physician was experiencing difficulty deploying it. The physician had to move the coil in and out of the aneurysm several times without success. While removing the penumbra coil 400, it unintentionally detached inside the microcatheter. The coil was retrieved with a microsnare; however, the coil became unraveled during the process. The coil was successfully removed and there was no report of an adverse effect on the patient. Physician's comments: while I moved the coil into and out several times, the coil got entangled with the coils in the aneurysm. I imagine that it created tension between the coil and the delivery wire and that the coil became detached unintentionally.